Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2020 and (B)(6) 2021 developed paradoxical adipose hyperplasia (pah).

Manufacturer narrative:
Ethnicity: hispanic/latino.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2020 and (B)(6) 2021 developed paradoxical adipose hyperplasia (pah).

Manufacturer narrative:
Correction to previous emdr - when additional info. Was received: emdr-11702 become aware date (g3): 4/11/2022

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen on (B)(6) 2020 and (B)(6) 2021 using cooladvantage system applicators, who may have developed paradoxical hyperplasia (ph) after treatment. Physician additionally noted flanks as an area of concern for ph.